Event description:
It was reported that the workstation monitor on the 9900 system would not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.